Event description:
On 05/18/1999, the facility's purchasing agent informed the distributor's accounts manager of the following: the introducer sheath split prematurely. Another device was obtained and used for the procedure. No further details were provided.